Event description:
It was reported that the patient complained that their device was "moving" around after implant. The device had originally been implanted in the recommended locations with a slightly closer deviation to the sternum. At the most recent follow up visit, the device was noted to be located at the opposite side of her breast in line with the auxilla. It was determined that the device had migrated. An explant procedure is planned. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary: the device was returned, analyzed and no anomalies were found.